Event description:
During hamstring fixation procedure, the physician implanted an endobutton and was adding additional fixation in the femur when the screw broke approximately halfway in. A starter was not used prior to screw insertion. Prior to insertion of the screw, a spatula type instrument was placed at the site. It is believed that the screw levered against this instrument causing it to break. A 5 minute delay in procedure was experienced to retrieve the broken pieces. Physician chose not to add any other screws along with the endobutton. No patient injury or procedural complications resulted.